Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter allegedly had a pinhole near the hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman 7.5fr d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported material puncture/hole issue as a pinhole was noted just distal of the both luer (white& red). The pinhole noted just distal to the both luer on the white extension leg had jagged edges and the pinhole in the red luer was distinct. Both lumens were patent to infusion and aspiration with a leak from the pinhole upon hydrostatic pressure. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (device, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post catheter placement, the catheter allegedly had a pinhole near the hub. There was no reported patient injury.